Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out the cassette and into the cycler. There is no known pt ill effect. There is a sample for eval.

Manufacturer narrative:
A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training info will be provided to the end user.